Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: a review of the black box showed a motor rewind error. The error was replicated consistently during the investigation. The pump was opened to find corrosion on the power circuit. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover.